Event description:
It was reported by the customer that a pyxis anesthesia system (pas) had power failure. The customer stated that the station had a black screen and would not power on. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to power supply issue. A field service engineer identified a smoke smell and noticed a visual smoke stain in the area, hence replaced the power supply to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.